Event description:
It was reported via repair work order that the lift would not lower due to damaged lift couplers, potentiometer, and cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.